Event description:
The patient's father stated that the pump lost power and after inserting new batteries, the pump beeps but afterward the display screen is blank.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.